Manufacturer narrative:
The device was returned, and the evaluation is pending. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii gastrointestinal videoscope was returned to olympus and evaluated, and foreign material was found to be clogging the nozzle. There was no procedural or patient involvement associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide correction based on what the customer reported: b5: the customer reported to olympus that there was an aspiration problem while using the evis exera iii gastrointestinal videoscope; the air/water channel¿s device mouth was clogged, and the device had not been disinfected. There was no procedural or patient involvement associated with the event. The device was returned and evaluated, and foreign material was found to be clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. H6/type of investigation: 4111 communication/interviews this report is also being supplemented to provide additional information based on the device evaluation. The device was returned and evaluated, and the customer¿s allegation was confirmed; neither air nor water was observed at the output due to a clogged nozzle. In addition to foreign material found to be clogging the nozzle, the bending section cover glue had worn out and separated, the plastic distal end cover was dented, the light guide lens was chipped, the charge-coupled device cover lens and light guide lens¿ glue was worn out, the knob play had less angulation, charge-coupled device cover lens was chipped, the light guide tube was wrinkled, and the contact pin of the plug unit was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. D/device evaluated? Yes. Device return date: 24 october 2022. H3: device evaluated? Yes. H4/device manufacturer date: 27 august 2019.

Event description:
The customer reported to olympus that there was an aspiration problem while using the evis exera iii gastrointestinal videoscope; the air/water channel¿s device mouth was clogged, and the device had not been disinfected. There was no procedural or patient involvement associated with the event. The device was returned and evaluated, and foreign material was found to be clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water nozzle was clogged with a soft white foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. An attempt was made to obtain additional information but the response only provided that the customer follows reprocessing steps per the national regulations and instructions for use (IFU). The event can be prevented by following the instructions for use (IFU) which state: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." "To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." "All cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." Olympus will continue to monitor field performance for this device.